Event description:
It was reported by bench technician that the there is a pads/paddle cable failure. There was no patient involvement. It was reported by bench technician that the there is a pads/paddle cable failure which will be corrected by replacing the processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.